Event description:
Info received indicates the head of the bed will not rise.

Manufacturer narrative:
The tech found the solenoid valve was sticking for the head section. The tech replaced the valve to repair the bed.